Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 26-apr-2023. Investigation summary: one sample was submitted for quality investigation. The customer complaint of component damage - leak was verified by inspection. The inspection started with a visual inspection of the infusion set. There was no indication of damage during the initial visual inspection. The infusion set was then primed to check for leakage and a leak was found at the bottom of the pumping segment in the silicone tubing. Further inspection of the silicone tubing under magnification, indicates that there is a tear in the silicone tubing. No further issues were identified during inspection. A device history record review for model 2420-0007 lot number 22075048 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the damage seen in this complaint is a misloading of the infusion set into the alaris pump. Based on the information provided by the customer, the leak from the pumping segment was not noticed until the infusion set was placed into the alaris pump and not noticed during priming of the infusion set. If the infusion set is not loaded properly, there is a possibility for the soft silicone tubing to tear when the door of the alaris pump is closed.

Event description:
It was reported while using bd alaris pump module smartsite infusion set leakage occurred from damage. There was no report of patient impact. The following information was provided by the initial reporter: details of complaint (reported issue): concern description: notices that water was leaking from the tubing and discovered it was coming from the bottom part of the -pump segment. It was noted that there was a very small hole in this area which causing the fluid to leak. See attached incident date: (B)(6) 2023. Patient injury: no. Samples available? Yes.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pump module smartsite infusion set leakage occurred from damage. There was no report of patient impact. The following information was provided by the initial reporter: details of complaint (reported issue): concern description: notices that water was leaking from the tubing and discovered it was coming from the bottom part of the -pump segment. It was noted that there was a very small hole in this area which causing the fluid to leak. Incident date: (B)(6) 2023. Patient injury: no. Samples available? Yes.